Event description:
During attempted implantation "implant would not expand." "Two hours to expand."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.